Manufacturer narrative:
The na electrode lot number was u0591 with an expiration date of 06-jan-2025 and the cl electrode lot number was q7288 with an expiration date of 12-nov-2024. The customer stated they could not get calibrations to pass after the event occurred. The customer stated that controls were within range, but were running high before the event. After the event occurred, controls did not pass. The field service engineer found the dilution vessel, the sipper nozzles, and the vacuum nozzles to be dirty. The sipper tubing was not seated correctly. The dilution vessel and nozzles were cleaned. The sipper tubing was re-seated. Instrument checks, calibration, and controls were successful. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode and the cl electrode on a cobas pro ise analytical unit. The sample initially resulted in a na value of 154 mmol/l and it repeated on a second analyzer as 144 mmol/l. The sample initially resulted in a cl value of 115 mmol/l and it repeated on a second analyzer as 104 mmol/l. The repeat values were deemed correct.